Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed surface residual fibers/particles adhered to optic body compatible with handling the lens out of a sterile environment. Also, a pinched loop (haptic) was observed to be damaged for one of the loops. The lens condition is consistent with a lens that has been handled during the explant process. Investigation results do not suggest that the complaint lens condition was attributed to the manufacturing process. The lens diopter result obtained from the stored electronic data in miq (measuring iol quality) system indicated that the specific lens serial number met optical property inspections. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted from the patient's left eye in a secondary procedure due to differences between the post-operative refraction and the pre-operative planned results. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.